Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Primary left total knee arthroplasty. Distal femoral cut block capture broke off. No adverse consequence to the patient and no delay in surgery.

Manufacturer narrative:
An event regarding crack/fracture involving a specialty triath distal resect was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis was performed and found that the weld holding the capture plate to the resection guide fractured from overload. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: not performed as there were no medical records provided. -complaint history review: the complaint databases show there has been one other event for the lot referenced. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Conclusions: the investigation concluded that the device fractured in overload. No material or manufacturing defects were observed.

Event description:
Primary left total knee arthroplasty. Distal femoral cut block capture broke off. No adverse consequence to the patient and no delay in surgery.